Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to moisture damage force sensor resistor. However, the motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they could fill the tubing manually. It was reported the alarm occurred during a fill cannula. It was also found the alarm occurred six times in the past 30 days. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.